Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown baxter disposable set had a filter that allowed excessive air into the line during priming. There was no patient involvement. Additional information was requested and is not available.